Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "pain". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - breast pain: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: not observed through visual inspection. None of the other observations performed during the device analysis deformation, wear abrasion, voids, non penetrating nicks and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a4, b6, d9, e1, h3, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "pain". This record is for the right side. The device was explanted.